Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and ltf-s300-10-3d, and found that the reported event could not be duplicated. The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, the subject device was used in combination with ltf-s300-10-3d. There was an indication to perform white balance adjustment. After that, the led lamp became dark as if the lamp had burned out. It returned by restarting the otv-s300. The intended procedure was completed. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that there was no abnormality related to the event. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the white balance was adjusted in a way that deviates from the instruction manual. There was possibility that the image became too dark because of the incorrect white balance adjustment.